Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 550cc breast implant and developed right implant malposition. The patient underwent revision procedure on (B)(6) 2018 and experienced right breast implant deflation during the procedure. The implant was replaced with saline mentor smooth round moderate plus profile 550cc, catalog number 3502550, serial number (B)(4), lot number 7563159 on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. During initial evaluation an area of separated material was observed on the anterior and extending to posterior aspect, measuring approximately 5.2 x 6.2 cm. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Implant migration was also reported. It may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).